Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. There is currently a probable association between the peritonitis event and the reported breach in aseptic technique. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be an unspecified breach in aseptic technique. The peritoneal dialysis registered nurse was unable to provide more specific information related to the breach other than the patient compromised their supplies. The patient went to the emergency room for the peritonitis but was not admitted to the hospital. The patient was treated with vancomycin and ceftazidime (dose, route, frequency, and duration not reported) for the peritonitis. It was noted that the patient continued with peritoneal dialysis therapy with the infection and encountered drain complications as a result. The patient has since recovered from the event and has continued with therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.